Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due an infection. Antibiotic treatment was necessary. Cultures were taken. No further patient complications have been reported as a result of this event.